Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's touchscreen to resolve the reported issue. The unit was tested and returned to service.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.